Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Concomitant medical products: 5054 implantable pacing lead. (B)(4).

Event description:
It was reported that the patient had recurrent dehiscence of the pacemaker pocket after trauma. Therefore the leads were removed. No further patient complications have been reported as a result of this event.